Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose level at the time of incident was 439 mg/dl which was treated with insulin pump. Customer current blood glucose was 380 mg/dl. Trouble shooting was performed. Customer did allege insulin pump was under delivering because bolus did not bring down their blood glucose. Customer did not report any symptom of high blood glucose. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.